Event description:
It was reported that the 8800 system locked up and would not fluoro during a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The isolation transformer connection was tightened during the service call. The system was tested and found to be working as intended and put back into service.